Manufacturer narrative:
(B)(4). The device has not been received for evaluation by the manufacturer at the time of this report. A device history record review could not be conducted as the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Corrective actions cannot be established. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, and determine the root cause. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the 15mm connector came out of tube while patient was intubated." There was no report of patient impact or consequence.